Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not charge defibrillator in automatic external defibrillator or manual modes. There was no pt involvement during the reported malfunction.